Event description:
It was reported an asymptomatic patient presented in clinic after receiving an alert for non-sustained lead noise due to post-paced t-wave oversensing. The patient did not receive therapy due to oversensing. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.